Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen became shattered and subsequently the pump was non-functional. Customer did not know how the screen became shattered. Customer¿s blood glucose (bg) level was 568 mg/dl, with trace ketones. Bg was addressed with a manual injection. Customer reverted to manual injections for insulin therapy.